Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that no insulin was seen exiting the tubing during fill tubing. Reportedly, the customer was unable to see insulin exiting the tubing after removing and reconnected the initial tubing. Then, the customer performed a supply change (cartridge and infusion set) and successfully observed insulin exiting from the end of the new infusion set tubing. There was no reported impact to the customer's blood glucose level.